Event description:
The case states that the facilities medivators cer automated endoscope reprocessor was reprocessing scopes without liquid flowing through the channel connectors of the endoscope. There is potential for cross contamination.

Manufacturer narrative:
The case states that the facilities medivators cer automated endoscope reprocessor (aer) was reprocessing scopes without liquid flowing through the channels of the endoscope. The facility claimed that there was a potential channel blockage and do not know how many scopes may have been run without the channels being flushed. A potential channel blockage would result in compromised disinfectant flow which potentially means the endoscopes were not appropriately highly disinfected prior to patient use. Cer instructions for use require a "daily quality assurance procedure" to ensure correct operation of the medivators cer endoscope reprocessor. This procedure must be performed prior to the first use of the day and maintenance is required if any of these tests fail. The cer IFU also contains instructions for the user to visually verify proper flow and connection during the reprocessing cycle. The facility personnel are responsible to follow the instructions of the daily maintenance requirements. The case information indicates that the daily qa check was performed and passed at the start of the day. To date, there have been no confirmed patient injuries or illness as a result of this incident. This complaint will continue to be maintained within medivators complaint system.